Event description:
CT technologist was sliding table top toward foot end of couch. Her left hand was on the left cover of the upper cover assembly. Couch table top was being slid backwards with right hand. Left hand finger got pinched between upper cover assembly and table top.

Manufacturer narrative:
The (B)(6) at (B)(6) hospital reported to the toshiba engineer that the injured CT technologist required stitches on her finger and was out of work for 5 days. Result: toshiba is currently working to determine the exact parts of the couch that caused the injury.

Manufacturer narrative:
It was determined by the manufacturer that the cause of the problem was an operational error by the user of the device. The following actions have been taken by the manufacturer: improvements design change for the gap for systems manufactured beginning in 2009. A letter was sent to customers informing them of this incident and to remind them of the precautions to observe when using the couch. (These precautions are stated in the safety manual).